Manufacturer narrative:
Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 377845, lot# v005094, implanted: (B)(6) 2006, product type: lead. Product ID: 377845, lot# v005878, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported that the patient was having the complete system removed on (B)(6). The device was being removed because she ¿broke the wires¿ 3-4 weeks after the implant. She had fallen, which was what caused the wires to break. The wires were moving and coming out, and they were starting to stick out her shoulder. It felt like hot needles trying to ¿tick¿ out of her. This had been going on for the last year and ¿this year¿ she had really noticed it. It was reported that she had a metal device, not her implantable neurostimulator (ins), in the back of her neck that prevented her from doing a lot of things. She could not lean or bend her head back. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.